Event description:
Note: this report pertains to the third of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the duodenum during a duodenal perforation procedure performed on (B)(6) 2023. During the procedure, the three clips did not deploy when used in the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. Additional information received on june 5, 2023: it was reported that the snap was heard upon deployment; however, the clip did not stay on the tissue and it went loose. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on june 5, 2023 to capture that this event will no longer be reportable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
Note: this report pertains to the third of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used in the duodenum during a duodenal perforation procedure performed on (B)(6) 2023. During the procedure, the three clips did not deploy when used in the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.